Event description:
It was reported that for two days, the patient obtained erratic blood glucose readings. During this time period the patient experienced the symptoms of being thirsty and angry; she tested negative for ketones. On (B)(6) 2012, the patient obtained the blood glucose readings of a fasting level of 96 mg/dl, 68 mg/dl, 226 mg/dl, 440 mg/dl 440 mg/dl and 322 mg/dl. Troubleshooting revealed there were bolus doses missing from the pump history for the dates of (B)(6) 2012 and (B)(6) 2012 for which the patient's mother claimed she did give the patient bolus doses. All pump settings and programming were found to be correct. As the patient experienced symptoms and blood glucose readings suggesting severe hyperglycemia while using the pump and after the bolus doses were found missing from the pump history, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.